Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the pump emitted a cs 64 call service alarm when performing the prime/fill cannula step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 12/21/2015 with the following findings: no call service 064 alarms were observed in the pump's history. The black box data from the time of the event has been overwritten due to continued use of the pump. The pump performed the prime steps with no issues. The pump was exercised for 24 hours with no alarms duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.